Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Serial# (B)(6) d9:yes 2023-04-06 h3:yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Serial# (B)(6) d9:yes 2023-04-06 h3:yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: two (2) controllers (B)(6) were returned for evaluation. The ventricular assist device (vad) (B)(6) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller (B)(6) revealed that the device passed visual inspection and functional testing. No anomalies were observed during internal visual inspection of this device. Failure analysis of (B)(6) revealed that the device passed functional testing; internal inspection revealed a crack on a standoff post within the controller housing. This is an additional finding not related to the reported event. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Log file analysis revealed that (B)(6) was the primary controller, initially in use at the time of the event. Review of the controller log files associated with (B)(6) revealed that power consumption was within the normal operating range within the analyzed period. Additionally, no alarms or evidence of a device malfunction was logged for the past 14 days leading up to 12/mar/2023. Review of the event file revealed that the controller lost power at 14:55:46 on 12/mar/2023. A controller power-up event was not logged until 16/mar/2023 at 15:27:01, which was followed by a vad disconnect alarm at 15:27:08, indicating that the driveline was not connected to the controller when it was powered up. The data point recorded prior to the controller loss of power revealed that (B)(6) was connected to power port one (1) with 46% relative state of charge (rsoc) and no power source was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for approximately four (4) days. The vad disconnect alarm did not clear and no motor start attempt events were logged, indicating that the driveline was not reconnected to (B)(6). Review of the controller log files associated with (B)(6) revealed a controller power up event on 12/mar/2023 at 14:28:26, followed by a vad disconnect alarm at 14:28:31, indicating that the driveline was not connected to the controller when it was powered up. The vad disconnect alarm did not clear and no motor start attempt events were logged, indicating that the driveline was never connected to (B)(6). Review of the event log file revealed that, prior to the power up event, the controller last had power on 12/jan/2022, indicating that the power up event was associated with a controller exchange. The data point after the power up event revealed that (B)(6) was connected to power port one (1) with 46% rsoc and no power source was connected to power port two (2). (B)(6) was allowed to deplete, leading to a critical battery alarm associated with (B)(6) recorded at 23:17:20 due to the battery depleting below 10% rsoc. The battery was then allowed to continue depleting. A controller fault alarm was logged on 13/mar/2023 at 00:55 :05; a controller fault alarm will occur if the battery is approaching 0% rsoc. The battery was allowed to deplete completely, resulting in a loss of power to the controller at 01:08:53. Several additional critical battery alarms, controller fault alarms, controller power up events, and vad disconnect alarms were then logged between 04:04:16 and 14:05:52. As a result, the reported event was confirmed. The most likely root cause of the controller loss of power event on (B)(6) can be attributed to the disconnection of the one connected power source during the reported controller exchange performed by the patient. CAPA pr00551638 is investigating controller losses of power. A possible cause of the vad disconnect alarms can be attributed, but not limited to, physical disconnections of the driveline from the controller, marginal connections of the driveline cable to the controller, and/or the controller being powered on without the driveline cable connected. The most likely root cause of the critical battery alarms, controller fault alarms, and controller losses of power on (B)(6) can be attributed to the patient allowing the one connected battery to deplete. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿controller 2.0. Model #: 1420/ catalog #: 1420/ expiration date: 31-oct-2021/ serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 08-oct-2020. Device labeled for single use: no. Adverse event problem(s): patient ime code(s): e2402; imf code(s): f02; img code(s): g04035. FDA device code(s): a07; FDA method code(s): b21; FDA results code(s): c21; FDA conclusion code(s): d16. Device brand name: heartware ventricular assist system ¿controller 2.0. Model #: 1420/ catalog #: 1420/ expiration date: 31-oct-2021/ serial #:(B)(4), UDI #: (B)(4), device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 31-dec-2022. Device labeled for single use: no. Adverse event problem(s): patient ime code(s): e2402; imf code(s): f02; img code(s): g04035; FDA device code(s): a26; FDA method code(s): b21; FDA results code(s): c21; FDA conclusion code(s): d16. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the primary controller was exchanged for the backup controller. The backup controller exhibited several controller fault alarms and the patient subsequently expired. The cause of death and circumstances surrounding the death were not known.

Manufacturer narrative:
A supplemental report is being submitted as the investigation summary was revised. Product event summary: two (2) controllers ((B)(6)) and two (2) batteries (B)(6) were returned for evaluation. (B)(6) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries and (B)(6) revealed that the devices passed visual inspection and functional testing. No anomalies were observed during internal visual inspection of these devices. Failure analysis of (B)(6) revealed that the device passed functional testing; internal inspection revealed a crack on a standoff post within the controller housing. This is an additional finding not related to the reported event. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Log file analysis revealed that (B)(6) was the primary controller, initially in use at the time of the event. Review of the controller log files associated with (B)(6) revealed that power consumption was within the normal operating range within the analyzed period. Additionally, no alarms or evidence of a device malfunction was logged for the past 14 days leading up to 12/mar/2023. Review of the event file revealed that the controller lost power at 14:55:46 on 12/mar/2023. A controller power-up event was not logged until 16/mar/2023 at 15:27:01, which was followed by a vad disconnect alarm at 15:27:08, indicating that the driveline was not connected to the controller when it was powered up. The data point recorded prior to the controller loss of power revealed that (B)(6) was connected to power port one (1) with 46% relative state of charge (rsoc) and no power source was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for approximately four (4) days. The vad disconnect alarm did not clear and no motor start attempt events were logged, indicating that the driveline was not reconnected to (B)(6). Review of the controller log files associated with (B)(6) revealed a controller power up event on 12/mar/2023 at 14:28:26, followed by a vad disconnect alarm at 14:28:31, indicating that the driveline was not connected to the controller when it was powered up. The vad disconnect alarm did not clear and no motor start attempt events were logged, indicating that the driveline was never connected to (B)(6). Review of the event log file revealed that, prior to the power up event, the controller last had power on 12/jan/2022, indicating that the power up event was associated with a controller exchange. The data point after the power up event revealed that (B)(6) was connected to power port one (1) with 46% rsoc and no power source was connected to power port two (2). (B)(6) was allowed to deplete, leading to a critical battery alarm associated with (B)(6) recorded at 23:17:20 due to the battery depleting below 10% rsoc. The battery was then allowed to continue depleting. A controller fault alarm was logged on 13/mar/2023 at 00:55 :05; a controller fault alarm will occur if the battery is approaching 0% rsoc. The battery was allowed to deplete completely, resulting in a loss of power to the controller at 01:08:53. Several additional critical battery alarms, controller fault alarms, controller power up events, and vad disconnect alarms were then logged between 04:04:16 and 14:05:52. As a result, the reported event was confirmed. The most likely root cause of the controller loss of power event on (B)(6) can be attributed to the disconnection of the one connected power source during the reported controller exchange performed by the patient. CAPA pr00551638 is investigating controller losses of power. A possible cause of the vad disconnect alarms can be attributed, but not limited to, physical disconnections of the driveline from the controller, marginal connections of the driveline cable to the controller, and/or the controller being powered on without the driveline cable connected. The most likely root cause of the critical battery alarms, controller fault alarms, and controller losses of power on (B)(6) can be attributed to the patient allowing the one connected battery to deplete. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.